Event description:
It was reported that the user sought verification of successful pairing after a software update notification and then experienced a low glucose event while using the ilet, during which the user announced a meal when treating a hypoglycemic episode, leading to delivery of a meal bolus. Investigation included a review of device use and user interaction, along with troubleshooting and education on appropriate hypoglycemia treatment steps. Further investigation of this case revealed user handling contributed to the event, specifically announcing a meal during treatment of a low, and that the device was paired and functioning. Symptoms included hypoglycemia with a reported glucose value of 63 mg/dl. Outcomes included self-treatment of the low with oral carbohydrates and user education on low-glucose management. It was concluded that the event was related to user interaction and that education on the 15-15 method and not announcing a meal when treating a low was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.